Event description:
It was reported that the patient faced insulin flow blocked alarm event 10 mar 2026. The patient reported that the blockage is located at site.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number (B)(4).